Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat left knee advanced osteoarthritis with varus deformity and complete bony enumeration. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Medical records indicate the patient received a revision of unknown primary components to treat pain and instability a ¿few months¿ after index implantation. The date of the procedure and operative notes were not provided. There is insufficient information provided to determine which implants were revised and the manufacturer of the revision components used. Revision operative notes were not provided. On (B)(6) 2018 the patient received a left stage 1 revision to treat infection, pain, instability, synovitis, and loosening of the tibial and femoral components. Upon entering the joint, the surgeon identified and removed synovitis and purulent fluid. The femoral component was loosened at the bone to cement interface. The tibial tray was grossly loosened and debonded at the cement to implant interface. The patella was loosened at an unknown interface and revised. There was noted femoral and tibial bone loss. There was no reported product problem with the explanted tibial insert. All components were removed, and the patient received and antibiotic cement spacer utilizing depuy cement x 7 molded in a competitor mold. The procedure was completed without complications. There is insufficient information provided to determine the manufacturer of the components that were revised. On (B)(6) 2018 the patient received a planned left stage 2 revision of the cement spacer and permanent implantation of revision knee components. The patient was implanted with a competitor knee revision system utilizing depuy cement. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: unknown. Dor: (B)(6) 2018. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative:  product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.